Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the user was unable to complete load reservoir process. Customer was assisted with troubleshooting and he stated that they got constant battery failures and insulin pump was asking t rewind several times a day. Customer reported that they did not received complete status with next highlighted on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Prime or fill anomaly not confirmed. Failed battery test not confirmed. Rewind anomaly not confirmed. Device received with scratched case. Device received with pillowing keypad overlay. (B)(4).